Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site and was kinked. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia and subsequent hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported her daughter was wearing pod for 3 days and was showing high (>500mg/dl) blood glucose (bg) levels on the pdm the entire time. She continued to try to bolus but had no success. On the third day of, the customer began vomiting. The mother removed the pod and noticed the cannula was not in the skin and it was kinked. User went to the hospital from (B)(6) 2016 to (B)(6) 2016 and her bg level was at >720 mg/dl. She was put on IV drip and new pod was applied. Her bg levels decreased.